Manufacturer narrative:
The customer canceled the service call. The control panel error was cleared and did not return. The system is now working properly and returned to normal use.

Event description:
The customer reported a control panel error. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.